Manufacturer narrative:
(B)(4). Lot number um30116 (healon duet). The manufacturing record review found that all results were within specification. Healon duet lot #um30116 contains healon lot#uk30867 and healon endocoat lot#024687. There were no nonconformities associated with lot#uk30867. All finished product testing and micro testing was confirmed to be acceptable. Batch related air sampling and surface sampling on aseptic packaging was confirmed acceptable. Healon endocoat lot#024687: a review of the manufacturing batch record, review of complaint history, product archive testing to confirm specification adherence, (sterility, particulates, ph, endotoxin, and osmolality) was conducted. The root cause for the reported issue was not likely related to the manufacturing process. The record review and archive test data confirmed the product met specifications. The batch record review/archive testing noted there were no processing deviations that would indicate any issues relating to solution sterility, particulates, ph, endotoxin, or osmolality. Sterility, particulates, ph, endotoxin, and osmolality testing is conducted on the bulk pre-filled solution, the filled syringes (beginning, middle, and the end of the fill) and the final product prior to release. Additional confirmation testing was performed on product archive samples. Both batch testing review and archive confirmation testing confirmed that the product met specifications. No root cause could be determined. The investigation showed that the product sterility, particulates, ph, endotoxin, and osmolality were acceptable through the production process, release testing, and confirmation testing of the archive product. No root cause related to the manufacturing process could be identified based on the review of the batch records and confirmation testing of the archive testing. Retain sample testing included a visual inspection where no visible defects were found on the package for healon duet lot#um30116, no visible defects were found on the package, cannula or solution on healon lot#uk30867. Bacterial endotoxins test were performed on retained sample lot#uk30867 and results were within specification. A root cause for the reported complaint was not found as results were within specification. Retain sampling visual inspection of lot #024687 showed that the syringes were free of particulates and cloudiness. No other defects were noted during inspection. All archive syringes met requirements. Corrected data: adverse event and product problem. Facility name: regional eye surgery center all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient possibly acquired toxic anterior segment syndrome (tass) after the use of balanced salt solution (bss) and a healon duet. Patient presented with fogginess, dark floaters, and severe decrease in vision with no pain, and 3-4 (+) ac cells with a hypopyon. In addition it was reported the patient underwent a vitreous tap which produced growth of (B)(6). Patient was treated and noted to be doing well. The root cause of the patient''s symptoms was not determined. No additional information was provided.

Manufacturer narrative:
Dispersive contained in the healon duet: model: vt585, lot number: 024687, manufacture date: 11/05/2012, expiration date: 10/31/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device manufacture date: 01/31/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.